Manufacturer narrative:
The implant was returned for analysis, but only cursory investigation could be performed as there is no info available pertaining to pt or surgical data. The root cause for the surgery could not be determined as the implant was returned intact in reasonably good condition. A review of the implant's device history record indicates that it was manufactured with no anomalies noted.

Event description:
It was reported that a tm glenoid was revised. No pt or surgical info is available.